Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery anomalies noted. No damage on the lcd isolation tape noted. No moisture damage found on the electronics, keypad, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they were calling to find out what she can do about her pump because her pump was going through batteries and stated she had issues with the battery giving her problems for a long time. The customer stated she gets a bad battery message or failed battery message and then the pump stopped turning on. The customer was advised to insert a new battery but the display did not return. The customer was advised that there was no way to troubleshoot for a failed battery test since the insulin pump cannot be turned on for the customer. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan per healthcare provider's instructions. The insulin pump will be returned for analysis.